Manufacturer narrative:
One specimen container pouch was returned for evaluation containing a white plastic container wrapped in an unknown green colored medical drape. Inside the container were two bright, blue pieces of foam. Microscopic examination was performed and found one fiber-like, white particle. The particle was approximately 1090 microns long by 179 microns wide. The particle was sent to the lab for further analysis. The particle was examined and photographed using a stereo-optical microscope at 32x magnification. The particle was also analyzed using an energy-dispersive spectrometer (eds) equipped scanning electron microscope (sem). Eds analysis indicated that the sample consists primarily of organic content. Lesser concentrations of chlorine, sodium, potassium, silicon, and calcium were also detected. The sample was analyzed using pyrolysis/gas-chromatography. Unfortunately, the sample size prohibited further characterization of the organic material via pyrolysis/gas-chromatography. The device history record, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. The root cause of the event could not be determined.

Event description:
The user facility in the united kingdom reported that a white particle entered the patient''s eye during cataract surgery. The particle was completely removed without any clinical consequences to the patient.

Manufacturer narrative:
The product is not available for return; however the foreign material is in the process of returning to the evaluation center. A review of the device history record of the first possible lot did not identify any anomalies or nonconformities that could be related to this event. The investigation of this event is in progress.